Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were failed. A field service engineer removed the back panel and checked the light emitting diode indicators on all module controller boards and drawer controller boards. The station was powered down, and the back of the drawer was removed and reseated the row board cables for the drawers, and the bus cable was connected. The station was then powered back up to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there were failed cubies with read write errors that could not be recovered. The affected cubie was in drawer 2.1, cubie b2. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.